Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was diagnosed with a hematoma a few days after this system was implanted. Additional information reported the hematoma was identified through a visual inspection wherein the physician determined there was continuous bleeding in the pocket after the original implant. The patient underwent a pocket revision to resolve the hematoma. The cardiac resynchronization therapy pacemaker (crt-p) remains in service. No additional adverse patient effects were reported.